Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, when the surgeon fired the device's reload it only deployed staples on the distal segment of tissue. The proximal segment had no staples deployed which is 3 rows of staples on both sides of the reload. The surgeon had to re-transect the duodenum in order to fix the problem with the staple line. There was unanticipated tissue loss and tissue damage due to the device issue.